Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient had been experiencing shocks starting about 2 years after implant which was in 2000. Refer to manufacturer report #6000032-2013-00183 for information on shocking with the previous devices. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 3387-40, lot# l75840, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: 3387-40, lot# l75648, product type: lead. Product ID: 7495-51, serial# (B)(4), product type: extension. (B)(4).